Manufacturer narrative:
H6 evaluation conclusion code update from no problem detected d14 to unintended use error caused or contributed to event d1102.

Event description:
It was reported that a device detachment occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left radial artery. A 1.50mm rotapro was selected for percutaneous coronary intervention. During the procedure, it was noted that after unpacking, the tip of the burr detached and fell to the floor and became unsterile. The procedure was completed with another of same device. There were no patient complications.

Event description:
It was reported that a device detachment occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left radial artery. A 1.50mm rotapro was selected for percutaneous coronary intervention. During the procedure, it was noted that after unpacking, the tip of the burr detached and fell to the floor and became unsterile. The procedure was completed with another of same device. There were no patient complications.